Event description:
The customer reported that during the procedure, the top part of the cutter had come off in the eye. The doctor extended the incision large enough to accommodate a 20 gauge instrument, and the broken part of the cutter was removed using forceps. Prior to the problem with the cutter, no abnormalities were observed. Priming and tuning tests were passed. The problem was resolved after replacing the probe with another one. The surgery was completed.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.